Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. Occlusion was resolved by changing both the infusion set and cartridge, insulin therapy was resumed.